Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the sensor. Customer's sensor glucose level was 190 mg/dl but current blood glucose level was 50 mg/dl. The device was not returned.